Event description:
It is reported that the patient was experiencing instability and inflammation. During the revision surgery it was discovered that the post on the articular surface had broken. The patella also showed damage to the surface. Both components were revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A visual review of the returned articular surface finds light pitting on the condyle contact surface which indicates third body debris occurred between the femoral component and the articular surface. This debris is likely from the fractured stem of the articular surface. Dimensional analysis finds the art surface meets specifications, where measured. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. No surgical notes provided for review. The post fracture was analyzed under a scanning electron microscope. From this analysis it was found that the fracture initiated at the anterior lateral corner and propagated towards the posterior medial corner. This fracture is suspected to be a brittle overload of the post where a large force was applied rapidly at the fracture initiation point. There were no obvious inclusions and no fatigue fracture characteristics identified. A complaint history search found no other complaints for the part/lot combination. Compatibility of the implants was reviewed with no issues noted. Fracture/damage of the prosthetic knee components or surrounding tissues is listed in the provided package insert as known adverse effect. A definitive root cause remains unknown with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.